Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life with voltage drops leading to a cs 128 alarm. The battery compartment was found to be cracked. The battery cap was unable to fit securely to maintain electrical connection. A test cap was used during the investigation. There was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The ez-prime steps were performed correctly. All the currents were within specification. The ¿short battery life¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no further moisture corrosion or any intermittent condition found to the printed circuit board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery is not lasting as long as the user would expect and the threads were stripped from the battery cap and battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.